Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient had a blood glucose of 18 mmol/l with symptoms of increased thirst and frequent urination. The reporter stated that the patient had received a "exceeds max tdd" alarm but ignored the alarm for 3 hours. At the reporter's request, customer support walked the reporter through increasing the max limits on the pump. This report is made based on the allegation that the patient experienced hyperglycemia associated with not responding to a pump alarm.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated that the patient failed to respond to an alarm on the insulin pump resulting in the event. No conclusions can be made at this time.